Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 519 mg/dl. Customer had replacement pump had stopped and told insulin was not being delivered. To change it out because it was not delivering insulin they switched set a day or so ago got alert and had to change it again. Customer states alert comes 2nd or 3rd day. The customer was treated with manual injection. Customer stated that insulin pump had insulin flow blocked alarm and was resolved by complete set change. It was unknown whether the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.